Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen during device power-up. The coil on the inverter board was found to be burnt and failed the voltage check and simulated treatment test. There was no evidence of noise coming from the cycler. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump but the cause was not able to be determined. The mushroom head check passed. A records review was performed on the reported serial number. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no issues found during the manufacturing process which could be related with the reported event. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the coil had heat damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient contact (caregiver) reported that the patient¿s cycler had a burning smell and blank touch screen during treatment. In addition, the cycler started to make static noise a couple days prior while sitting on the liberty cart. The patient has had this cycler for about 1.5 years. The cycler is plugged directly into its own 3-prong wall outlet at the patient¿s home and the power cord is secure at both ends. The patient contact did not observe any melting or burn damage on the cycler. Following the event, the patient completed treatment with manual pd therapy. The patient did not experience any adverse events and did not require any medical intervention. The patient received a replacement cycler and returned the old cycler to the manufacturer. During evaluation, the manufacturer found that the cycler's inverter board had a burnt coil.